Event description:
It was reported that noise was observed. Electrical parameters were all in range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.